Event description:
The hcp reported that the pump was explanted prematurely within 2.5 months of implant. The reason given for the explant was "end of life". The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes available.